Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion was located in the 100% stenosed left anterior descending (lad) artery. The quantum maverick monorail balloon ruptured on the first inflation at 10 atms during post-dilation of an express2 stent. The procedure was successfully completed with another quantum maverick monorail balloon and an express2 3.0-20mm stent. There are no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8929183 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is unknown.